Manufacturer narrative:
1. The customer returned 2 photos, no defective sample. The photos show that the septum has fallen off. 2. DHR/bhr review lot#4109435 1-this batch of products were assembled at intima ii auto line 3 in june 2024, and packaged at cfs package line in june 2024. Work order quantity was 66,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. This product (sku 383071) has never been declared to be used for high-pressure injection. The retained sample of this batch is taken for relevant functional testing: 45psi leakage test. The test is passed, no leakage is found, and no abnormal is found at the septum. Please refer to the attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show that the septum has fallen off, and the root cause of this defect cannot be determined as the defective sample is not returned for further testing. The plant will continue to track and trend for this issue.

Event description:
Fluid was forced through the device. ** no additional informaiton received.

Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc leakage at septum on (B)(6) 2024, a nurse gave a patient a contrast enhancement image when the indwelling needle isolation plug was blown, resulting in a leakage of contrast medium.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.